Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level between 219 and 437 mg/dl. Reportedly, air bubbles were observed in the tubing. Tandem technical support assisted customer with priming the air bubbles out.